Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 300s mg/dl with trace ketones, polyuria and fatigue associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. It was reported that the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the basal total daily dose (tdd) history appeared to be inaccurate due to a manual date/time change observed in the black box from 11/05/2015 09:53 to 11/06/2015 09:54. A 0.00u basal rate was set from 11/06/2015 10:58 to 11:16. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at the of end testing the basal history correctly showed 2.0u and tdd showed 48.0u. There were no errors, alarms or warnings during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no delivery defects found during the delivery accuracy testing and the pump was found to be delivering within required range & delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.